Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-00722 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B) (6), 2010 ((B) (6), male patient). According to the complainant, post procedure, a subcapsular hematoma was observed in the liver. Additional information from the site indicated that the treatment algorithm for a 5 centimeter electrode was followed and roll-off was achieved. Upon removal of the electrode, no defects were visible. Following the procedure, the patient remained at the hospital for observation. Additionally, the patient's condition was reported as being stable.